Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery with coriograph, the femur model was unable to populate while collecting data points. The model would jump between looking like a lot is filled in, back to missing multiple places with critical blue areas. More then enough data should have been provided for the model to generate. After the surgeon decided to convert to an image less procedure the model appeared to generate with all the data collected, showing a normal femur model. The surgery was completed, after a non-significant delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The faulty device is a coriograph pre-op services, part number: rob20030, and this failure mode is not reportable for this device. Mismatches or discrepancies identified during the registration or planning phase can typically be resolved quickly with minimal disruption to the surgical workflow. Event may result in a short procedural delay and/or continue with an image-free procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.